Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis showed that a por (power on reset) occurred when attempting a high voltage charge. Electrical analysis observed anomalous waveforms during high voltage charging that resulted in pors. The failure condition was observed during hybrid level analysis before the failure disappeared. Attempts to re-induce the failure condition with various temperature exposures were unsuccessful; therefore the cause of the por events was not determined.

Event description:
It was reported the device had an electrical reset while in the unopened package. It was also reported that battery voltage was 2.95 v. The device was returned to the manufacturer still sealed in the unopened package.